Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure the lead exhibited high impedance. The guidewire could not be inserted into the lead completely. The lead was not used and was replaced. There were no adverse consequences to the patient. The patient's condition post procedure was stable.